Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, underweight and broken shell and others. A microscopic analysis was performed which identified, broken striated on the anterior. Based on the device analysis the final assessment is: striated broken assessed as surgical damage consistent in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.